Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin and a piece of the cartridge septum was found in the syringe. Customer's blood glucose was within range value not provided. Customer changed the syringe needle and cartridge to resolve the issue.